Event description:
The customer posted that his blood glucose went down to 45mg/dl. The customer stated that his sensor glucose reading was 100mg/dl at dinner time and bolused too much insulin. The customer mentioned that he was shopping and was not responding well, and then the paramedics were called. The customer was given soda and his glucose level went up by the time they arrived. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.